Event description:
The customer reported being in the hospital and he stated that his doctor thinks he may be having early dementia relating to his diabetes. The customer stated that the drive support cap is level with the case. The blood glucose reading was 108mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.